Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During triathron pkr surgery, the tibial base plate was implanted with the impactor. After that 9mm insert did not fit well and exchanged to 8mm insert. Then, the surgeon found that a part of the impactor was broken off when he removed the 9mm insert. The surgeon removed the part, the 9mm insert had fit well.